Event description:
A health care provider (hcp) reported via a manufacturer representative that the lead was found to be kinked when the lead package was opened. The lead was not implanted. No external factors contributed to the event. No troubleshooting was done. No surgical intervention was taken or planned. A new lead was used and the issue was resolved. The patient was alive with no injury. No patient complications were anticipated.

Manufacturer narrative:
Analysis of the lead found no anomalies. The lead passed all functional testing. Electrical testing of the lead determined con tinuity was complete and no electrical shorts were identified between the circuits. Information references the main component of the system and other applicable components are: product ID neu_stylet_acc, product type accessory